Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing a high blood glucose (bg) level (194 mg/dl). The customer changed the cartridge and a correction bolus was delivered to address the bg level. The customer wanted to ensure that the pump's basal delivery was operating due to the bg level. Tandem customer technical support (cts) walked the customer through the basal delivery time segments and reviewed the pump history. The customer declined to perform any further system check as the cartridge had just been changed. Cts advised the customer to speak to a healthcare provider regarding the high bg level. The customer acknowledged.